Event description:
It was reported that an expired product was used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: expired product. Probable root cause: design: inadequate raw material selection, poor assembly design concept, and inadequate packaging design to maintain device integrity. Manufacturing: incorrect raw materials used during processing, device incorrectly assembled, and damage during eyeloop creation. Application: inappropriate handling of device during previous use/reprocessing. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that an expired product was used.